Event description:
A malfunction with code "malf 0" was reported, and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears, which the customer acknowledged and understood.